Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cabinet was down and unable to log on to add employee. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) guided the customer through powering on the cabinet using the power switch, restoring normal operation. The tss also advised the customer to have the cabinet connected to a ups to mitigate the impact of power supply issues. The system functioned as intended after the technical support specialist (tss) assisted the customer to resolve the issue.